Manufacturer narrative:
The report of a mid09 (air trap assembly) error message was reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4)) performed at the customer site. The event log was reviewed and confirmed the occurrence of multiple mid09 error messages. Based on the evaluation, the issue is due to a faulty air trap block. Based on the evaluation, it is likely that the airtrap block was damaged due to the report of leak on the suk. The thermogard console is a reusable device and was manufactured on 08 dec 2011 and has exceeded its expected service life of five years. As part of routine service, the console was examined and found no other issues. After replacement of the airtrap block, the console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for the thermogard console sn (B)(4).

Event description:
As reported , the thermogard xp ivtm system (sn (B)(4)) exhibited mid:09 due to suk leak. No additional information was provided. No patient harm or consequence was reported.